Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the instructions for use (IFU). Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp IFU was reviewed. The patient symptom of penile curvature was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure to repair a penile curvature related to peyronies disease. The existing ipp remains implanted. The penis straightened after the surgery. No further information could be obtained, despite good faith efforts.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported anomalies cannot be established as the product is not available for analysis. Device history record (DHR) review: DHR and ship history reviews cannot be performed as the lot numbers were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the ipp instructions for use was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Also, there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure to repair a penile curvature related to peyronies disease. The existing ipp remains implanted. It was indicated that the penis straightened after the surgery; however, four months later the patient contacted boston scientific patient services (ps) to indicate that the penile shape issues persisted. Their penis has to be manually straightened out prior to inflation, and penetration has turned difficult. Patient stated that prior to surgery, their penis did not have that curvature and denies having suffered from peyronies disease before. The patient had a second in-clinic evaluation and the physician determined that the device caused or contributed to the penile curvature. The physician mentioned that a revision would help correct the issues and advised the patient not to sustain sexual intercourse in certain positions. The caller stated he would contact ps if intervention was performed.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) underwent a surgical procedure to repair a penile curvature related to peyronies disease. The existing ipp remains implanted. It was indicated that the penis straightened after the surgery; however, four months later the patient contacted boston scientific patient services to indicate that the penile shape issues persist. Their penis has to be manually straightened out prior inflation, and penetration has turned difficult. Patient stated that prior surgery, their penis did not have that curvature and denies having suffered from peyronies disease before. The patient is expected to get a second medical opinion.

Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with ipp procedures and is noted as such in the instructions for use (IFU). Device history record (DHR): a DHR and ship history review cannot be performed as the lot numbers number were not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: the ipp IFU was reviewed. The patient symptom of penile curvature was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.